Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the product was used on a patient using a respiration apparatus. The customer inflated the cuff, but the pressure dropped soon afterwards. The operator then removed the product from the patient, and they found air leakage from the glued part of the cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One smiths device was returned for evaluation. It was returned in used condition without its original packaging. Upon visual inspection, it was found to be in good physical condition. It was then leak tested by being submerged in water and a leak was detecred in the seal of the cuff. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.